Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a driven ground wire pinched and pulling loose from the connector inside the distribution node in the trunk cable. The root cause for the pinched wire could not be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.